Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they had been experiencing inaccurcies starting on (B)(6) 2019. On (B)(6) 2019 they entered the cgm value on their insulin pump without confirming the value with a bg meter. They indicated that the pump infused insulin and a few minutes later they patient went into a coma for approximately 20 minutes. A colleague found the patient and called for an ambulance. The paramedics provided the patient with glucose and transported the patient to the hospital. While in the hospital, the patient was given calcium and potassium and was released from the hospital on (B)(6) 2019. At the time of contact, the patient was doing good. Data was provided for evaluation and the allegation was disconfirmed. The probable cause could not be determined. The reported glucose values of cgm 210mg/dl and bg meter 264 mg/dl fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.